Event description:
"Dealer states, "the customer reached out to us regarding the chair he broke on saturday causing him to fall in the shower. They had to call 911 in order to help get him up, but he did not sustain any other injuries besides some minor scrapes and bruises." No additional information provided." The following information were received from the patient's father: "the chair was purchased for his son's use. It is not used in a facility. The son lives away in another state and has 24-hour caregivers." "We were having trouble with the gas cylinders and decided it was time for a new chair." Is there a service and maintenance record for the affected chair? "No service records." Have the gas springs been replaced at some point? "No. No parts have been replaced." Where there any previous users? And if so, how many? Or is it used in a facility for different patients? "No previous users. Was purchased for the son's private use. Delivery date 9/22/23." We received the following further information: description of the exact chain of events "when the incident happened, the caregiver had positioned the user in a semi-recline position, then the plastic where the back attaches broke on both sides simultaneously." Was the seat or the backrest tilted at the time of the incident? "Yes, the back was slightly tilted at the time." "They have already sent the unit to a specialty shop to have it repaired."

Manufacturer narrative:
Invacare gmbh is filing this report because the device is marketed and sold in the u.s. Damage suggests excessive force was used to tilt the backrest, likely due to blocked gas springs. This broke the plastic joints, causing the backrest to detach and leading to the user's fall.